Manufacturer narrative:
The pump was received with a button error alarm and an intermittent act button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported that he had a button error alarm on the insulin pump. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer stated that the buttons did not work. Customer mentioned that he was able to use the pump at lunch and then 40 minutes later, the keypad did not work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.